Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: investigation revealed a battery compartment crack from the top to the cover part. Cracks were also observed in the case between the keypad and display and near the lower right corner of the display. Unrelated to the complaint, the black box verified the time and date reset to factory settings. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack from the top to the cover part. Cracks were also observed in the case between the keypad and display and near the lower right corner of the display. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/27/2016.